Manufacturer narrative:
William cook (B)(4) initially reported event under manufacturer report #3002808486-2017-02329 . New information was received identifying that the product was a cook inc. (B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
Pt allegedly received an implant on (B)(6) 2011 via the right internal jugular vein due to a history of deep vein thrombosis and pulmonary embolism. Pt is alleging device unable to be retrieved. Device retrieval was attempted on (B)(6) 2012 and (B)(6) 2012. The retrieval attempts were unsuccessful.

Manufacturer narrative:
Investigation - cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.